Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the intraocular lens (iol) implant procedure, the patient found to have a refraction of-1.25+1.0x90. The implanted iol axis was currently 10 degrees, reporter thinking of rotating wound not get the close results. Additional information has been requested.